Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx and polarshath were used during a atrial fibrillation ablation cryoablation procedure. Just after introducing the catheter and connecting to the console, a blood detection error appeared. During insertion a leak was also observed in the polarsheath valve. The gas and electrical cable connections were changed, but blood detection error persisted. The polarx catheter and polarsheath were exchanged and no errors or leaks occurred the procedure was completed with no patient complications. The polarx is expected to be returned. The polarsheath was mistankenlly disposed following the procedure. This product is part of the (B)(4) advisory population for the polarsheath steerable sheath.